Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator, filled with water was used to pressurize the balloon to rated burst pressure, due to the dried contrast and blood, the fluid did not advance through the balloon catheter. The balloon catheter was left pressurized overnight. There was a radial rupture 1 mm proximal to the distal marker band for a length of 1mm. There were scratches on the balloon distal and proximal to the rupture. Product performance engineering reviewed the incident info and the returned device analysis. It was reported that the balloon leaked during the procedure. Analysis of the returned device found a radial rupture proximal to the distal marker, along with several scratches. Radial damage to the balloon suggests that the dilatation catheter was rotated on a radial axis during placement or maneuvering toward the lesion. The scratch damage likely weakened the balloon material and under pressurization, led to the balloon rupture. The scratch damage may have been the result of factors including, but not limited to, mfg, mishandling or interactions with other devices or the lesion. The pt anatomy was not described in the case details, which may have aided the investigation. Based on the incident info and returned device analysis, it appears that the leak was the result of the mechanical damage to the surface of the balloon, though the root cause of the scratches is unk. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a leak was found on the balloon during use. No add'l event or pt info is available.